Event description:
It was reported that a methicillin-resistant staphylococcus aureus (mrsa) infection occurred less than a month after implant. The b I-ventricular implantable cardioverter defibrillator (bi-v ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2003. (B)(4).